Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012315917); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012480197); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) with the transcatheter aortic valve evfxplus-26, the patient experienced several complications. The patient had a medical history of severe aortic stenosis, severe mitral stenosis, heart insufficiency, chronic kidney disease, anemia, and a previous brain infarction. Fluoroscopic inspection revealed an overlap to the 3rd node and a preimplant balloon dilatation was performed. During the procedure, the tortuous anatomy of the arteries complicated the intervention. The valve was implanted without recapturing or recrossing the aortic arch and annulus. After the valve implantation, a pericardial tamponade was confirmed via echocardiogram. A pericardial puncture was performed to retrieve blood from the pericardium, and a short event of reanimation was applied. The patient was then taken to the operating room to stop the bleeding. The patient was reported to be alive with an injury following the event.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: this is a system report. H6 codes were updated to align with the system reported device dcs. Corrected data: additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) with the transcatheter aortic valve evfxplus-26, the patient experienced several complications. The patient had a medical history of severe aortic stenosis, severe mitral stenosis, heart insufficiency, chronic kidney disease, anemia, and a previous brain infarction. Fluoroscopic inspection revealed an overlap to the 3rd node and a preimplant balloon dilatation was performed. During the procedure, the tortuous anatomy of the arteries complicated the intervention. The valve was implanted without recapturing or recrossing the aortic arch and annulus. After the valve implantation, a pericardial tamponade was confirmed via echocardiogram. A pericardial puncture was performed to retrieve blood from the pericardium, and a short event of reanimation was applied. The patient was then taken to the operating room to stop the bleeding. The patient was reported to be alive with an injury following the event. Medtronic received additional information to report the patient presented with tortuous anatomy within the femoral artery and abdominal aorta. Per the physician, the cause of the pericardial tamponade was unclear; however, noted "it was probably not the implanted valve."

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) with the transcatheter aortic valve evfxplus-26, the patient experienced several complications. The patient had a medical history of severe aortic stenosis, severe mitral stenosis, heart insufficiency, chronic kidney disease, anemia, and a previous brain infarction. Fluoroscopic inspection revealed an overlap to the 3rd node and a preimplant balloon dilatation was performed. During the procedure, the tortuous anatomy of the arteries complicated the intervention. The valve was implanted without recapturing or recrossing the aortic arch and annulus. After the valve implantation, a pericardial tamponade was confirmed via echocardiogram. A pericardial puncture was performed to retrieve blood from the pericardium, and a short event of reanimation was applied. The patient was then taken to the operating room to stop the bleeding. The patient was reported to be alive with an injury following the event. Medtronic received additional information to report the patient presented with tortuous anatomy within the femoral artery and abdominal aorta. Per the physician, the cause of the pericardial tamponade was unlear; however, noted "it was probably not the implanted valve".

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.